Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours. According to the patient¿s legal guardian, the pod was not sticking well to the infusion site causing the cannula to dislodge. It was also reported, the patient experienced pain due to the cannula slipping out of the infusion site. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.